Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a spring broken. The customer stated that this malfunction occurred while dispensing the medication. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that a broken spring was present. A field service engineer (fse) inspected the main enhanced full-height drawer and found that the cubie tray¿s white clips had fallen off. The fse reinstalled the white clips onto the cubie tray, resolving the issue. The customer tested the device and confirmed that no problems remained. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a spring broken. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.